Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet was implanted with no reported complications. During implant, the patient was under general anesthesia and continuous flush was not attached. On (B)(6) 2024, the patient presented to the hospital and pulmonary embolism was observed. T he patient was treated with heparin drip and started on eliquis. The implanting physician does not believe the amulet is related to the pulmonary embolism and does not allege that the amulet caused or contributed to the pulmonary embolism. The amulet remains implanted in good position. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of pulmonary embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported pulmonary embolism could not be determined. The reported minor injury/illness/impairment was the resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.